Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer has investigated the reported machine on site. The membrane of the expiratory cassette has been cleaned, the nozzle units have been replaced to resolve the reported issue. The nozzle units has been sent for further investigation. The returned nozzle units has been tested in a machine. They both passed the pre-use check. No abnormal found during ventilation for 5 days. They both passed another pre-use check after the ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #:(B)(4).